Event description:
Original surgery date was in 2006. Posterior lumbar fusion l4-5. Pt reported pain in legs. X-ray taken, loose setscrew was not noted. When revision surgery was performed -it was noted that 1 of the 4 setscrews was sitting in soft tissue. Removed 4 screws and replaced with new rods of same size as originally placed. Not certain which sample was affected, not tagged. Reference: 2916714-2006-00033 device 1, 2916714-2006-00034 device 2, 2916714-2006-00037 device 3.

Manufacturer narrative:
The sample has been forwarded for analysis to the MFR, aesculap, germany.